Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered pain, weakness and difficulty with daily living activities due to the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (left hip). Pt is a resident of the state of (B)(6). Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and correct side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side). Update received (B)(6) 2014 der received, hospital, additional product, dor, patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.